Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The vent engine housing was replaced to resolve the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported that the vent engine (patient unit): locking mechanism is broken. Unable to engage sliding lock mechanism to cart. There was no report of patient involvement.